Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had precipitate which caused the filters to saturate. The precipitate was observed during unspecified process steps. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device(s) were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction : update "the precipitate was observed during unspecified process steps." To "the precipitate was observed during patient infusion." Should additional relevant information become available, a supplemental report will be submitted.